Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is rebooting non-stop. Technical support (ts) troubleshot the issue with no change. The unit is being exchanged. The unit was not in patient use at the time. Investigation summary: nihon kohden (nk) received the device on 10/06/2023. Nk repair center (rc) evaluated the unit on 12/05/2023 and duplicated the complaint. No physical damage nor fluid intrusion was observed. Both hdds were re-imaged with cns software version 02-20 to repair the device. Based on the device evaluation and repair, the cause of the issue was hard drive corruption. Manufacturer references # 300342875 - (B)(4).

Event description:
The customer reported that this central nurse's station (cns) is rebooting non-stop. There was no patient injury reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this central nurse's station (cns) is rebooting non-stop. There was no patient injury reported.